Event description:
Sales rep reported that the patient was experiencing headaches. Surgeon decided a revision was necessary to interrogate shunt and catheters. The catheters drained properly when connected to a manometer. However, when the shunt was connected it did not appear to be draining at the level expected. Surgeon concluded valve was defective so valve was explanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming and pressure test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.